Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined.

Event description:
A baxter sales representative reported to baxter (B)(4) a leak that occurred with a minicap transfer set. The rep stated that a customer complained on transfer set valve found faulty. Patient did exchange and when complete exchange, closed the transfer set valve. However, noticed that fluids are leaking from the valve. The customer went to the hospital to have the transfer set changed. The set was in use for 4 months. There was patient involvement, but no patient injury or medical intervention.